Event description:
A surgeon reported that during surgery, the cartridge damaged the intraocular lens (iol) by tearing it completely. The surgeon removed the iol, a vitrectomy was done, and the pt was left aphakic. In a f/u, the surgeon reported the pt remains aphakic and the pt experienced an elevated intraocular pressure. She reported that enlargement of the incision and sutures were required to remove the damaged iol

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been two other similar complaints (cartridge damaged the iol, but no pt harm) reported in the lot number. Add'l info was requested on 2/8/2012 and 2/15/2012 by phone, fax, and mail. A completed questionnaire was received on 3/1/2012. (B)(4).